Event description:
Customer reports that insulin pump would suspend when attempting to bolus. Customer also reports to have received no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer states cannula was not bent. Customer was advised that no delivery may have been due to occlusion. Customer was advised to change entire infusion set and return for analysis. Fill cannula was readjusted. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).